Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a leaked in the balloon. It was reported that they need to blow up the balloon to attach it to sleep apnea machine. There was patient involvement but no harm.